Event description:
Caller reported receiving cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete instructions for a pump reset and assisted the caller through the process, after which the sensor session was successfully started without further errors.